Event description:
The customer contacted physio-control to report that their defibrillation therapy cable assembly would not remain connected to the therapy connector assembly on their device. The therapy cable assembly easily became disconnected. As a result, defibrillation therapy to the patient may be delayed or not be available. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. It was observed that the therapy cable assembly was not able to seat properly or lock into the therapy connector assembly. Physio-control replaced the therapy connector mount seal; thereafter, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.